Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that about a year ago, the patient noticed a bump around her leads; the bump over the right lead was larger than the left. In (B)(6) , the patient also experienced a "zapping" sensation above the right implantable neurostimulator (ins) when she moves. Follow-up revealed that the cause of the shocking was not determined, but it was clarified that the shocking was felt across the patient's chest and above the right ins. It was noted that the patient recently gained a lot of weight as she was home with a broken foot and the shocking was worse if the patient did not wear a bra. High impedances were also reported on multiple contacts on the left side, but the contacts with the high impedances were not used; the patient was programmed on 2+1- on both sides. The patient was contacted on (B)(6) and noted that the shocking was localized to right above the battery. It was reported that the implant date of the ins was on (B)(6) 2013, however, the ins' manufacture date was on (B)(6) 2013; the implantation date was removed and follow-up is being attempted to correct the discrepancy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.